Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose level. Customer¿s blood glucose level was 47 mg/dl. Customer reported their high blood glucose level of 300 mg/dl. Customer reported that the button of the insulin pump was hard to test. Insulin pump had diminished battery life and had slight scratches on screen. The insulin pump will not be returned for analysis.